Manufacturer narrative:
(B)(4). Report of edwards aortic bioprosthetic valve regurgitation after an implant duration of 13 years; patient was treated via tavr and reported as stable. Implantation of a transcatheter heart valve (tavr) inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration (svd) is the most common reason for bioprosthesis re-operation and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. In this case, this patient has other comorbidities that may have contributed to the re-operation of this device. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.

Event description:
Patient with an implanted edwards aortic bioprosthetic valve has been diagnosed with severe central aortic insufficiency 13 years after implant. Tee performed showed severe aortic regurgitation and peak gradient of 28mhg. Patient received an implant of an edwards transcatheter aortic bioprosthetic valve (tavr) within the existing valve. Patient is reported as stable post procedure. It was noted that this is the patient's 3rd aortic valve replacement.